Manufacturer narrative:
The field service engineer determined that the measuring cells needed to be replaced. He replaced the measuring cell. He ran performance testing and this was within specifications. Controls failed prior to running the patient samples. For the last calibration performed on 06-apr-2019, the calibration signals were acceptable. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received questionable results for seven patient samples tested with the elecsys vitamin b12 immunoassay on a cobas 8000 e 602 module. Of the seven samples, one had a discrepant value that was reported outside of the laboratory. This sample initially resulted with a vitamin b12 value of 848 pmol/l. The sample was repeated, resulting with a value of 182 pmol/l. The repeat value was believed to be correct and a corrected report was issued. No adverse events were alleged to have occurred with the patient. The vitamin b12 reagent lot number was 36993001, with an expiration date of 31-oct-2019.